Event description:
Boston scientific received information that the patient with this right ventricular (rv) and right atrial (ra) leads experienced a loss of consciousness and hit his head. The patient underwent a CT scan and a hematoma was noted but no brain damage. The patient was then sent to the hemodynamic room and it was discovered that both the ra and rv leads were fractured. A revision was performed and both the ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ra lead was performed. The complete lead was returned. Visual inspection found dried body fluid throughout the entire lead lumen. The insulation was separated proximal to the anode electrode. In addition, the conductor coils were stretched in two locations: 298-323 and 555-580 mm from the lead¿s terminal pin. Resistance testing was completed to assess lead electrical performance and the measurements were within normal limits, indicating that the lead was electrically continuous and not fractured. Laboratory testing determined that the lead had not fractured. As the location and type of damage noted on this lead was similar to what was found with the rv lead, it is possible that this lead also experienced entrapment in the clavicle-first rib region.

Manufacturer narrative:
(B)(4). Both leads are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--